Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles on the fill channel, creases fold, wear abrasion and opening on radius. Leak test and microscopic analysis were performed which identified a crease smooth opening on the posterior due to fold flaw opening. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.